Event description:
A pulse field ablation was performed on four pulmonary veins on (B)(6) 2025 for treatment of arrhythmia. Subsequently, in (B)(6) 2025, the patient had experienced a sinus bradycardia with an ongoing status. An electrical cardioversion was performed. It was reported that according to the physician's opinion, this case is related to the worsening of a pre-existing condition. The device is not available for return as it has been disposed.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.